Event description:
Fractured catheter, unable to access subcutaneous port. Dye study and chest x-ray obtained for catheter placement which showed proximal end in soft tissue right under clavicle, and distal portion in the right atrium extending into the right ventricle. Pt transferred to another hosp for removal.